Event description:
The drill broke while pre-plating the implant and the tip was retained in the implant.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Based on the information obtained during the complaint investigation, the most likely cause of this event was incorrect user technique.